Event description:
According to the reporter: the customer pointed out that the white rim seal on the trocar, under the removable top, comes off very easily. They have had a few pop off as they were pulling specimens out. They don&#39;t believe it should come off at all. Some areas of the hospital have to count anything that can come off, and they would have to count this seal. No further information is available.atus? 12. It was mentioned that this incident occurred multiple times. How many and can you please submit a ftr for each occurrence? Please utilize the attached ftr to complete each complaint. No additional information available. (B)(4) opened to capture multiple complaints.

Manufacturer narrative:
(B)(4).